Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient's device was explanted because the "electrode array was outside of the cochlea." Reimplantation surgery is planned, but had not been scheduled as of the date of this report, late 2008.